Event description:
It was reported that there was a downstream occlusion alarm indicating a possible occlusion of an unknown secondary set during infusion. The customer stated that they were using a setup with an unknown infusion pump and an unknown primary set. The customer stated there was no evidence of an occlusion present in the secondary set. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.